Event description:
Pt was implanted with a synchromed implantable infusion pump in 1999 for the treatment of intractable spasticity. Hcp reported the pt had an infection and the device was explanted on an unknown date. No add'l info despite repeated attempts to contact hcp.